Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was interrogated and revealed episodes of noise that resulted in oversensing and automatic mode switching (ams) episodes on the right atrial (ra) lead. Provocative testing was performed and the noise and oversensing was able to be reproduced. Fluoroscopic imaging was also performed but was unable to confirm any damage to the ra lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.